Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed had issues in pumping water and issues in reading the water level in the arctic sun device. Per follow up information received on 24-jan-2022, there was no patient involvement, and the device would be sent in for assessment. Per sample evaluation, it was reported that the arctic sun device showed signs of electrical overstress on the neutral connection between the power inlet module and the main voltage circuit card. There was damage to patient temperature 1 and patient temperature 2 connections on the isolation circuit card. The connectors had been pulled forward from the circuit card cage causing breakage of the lead connections solder joints on the circuit card.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had issues in pumping water and issues in reading the water level in the arctic sun device. Per follow up information received on 24jan2022, there was no patient involvement, and the device would be sent in for assessment. Per sample evaluation, it was reported that the arctic sun device showed signs of electrical overstress on the neutral connection between the power inlet module and the main voltage circuit card. There was damage to patient temperature 1and patient temperature 2 connections on the isolation circuit card. The connectors had been pulled forward from the circuit card cage causing breakage of the lead connections solder joints on the circuit card. Per sample evaluation results received on 15jul2022, it was noted that the tank seals were found to be lifted during pump repairs. It was also noted that the double bend tube to the manifold and the chiller evaporator outlet l tube were deformed.